Event description:
A surgeon reported that during cataract surgery the product had little white flakes in it. He stated additional aspiration of the flakes was required and there was no harm to the pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. (B)(4).